Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic device-use logs were also provided. Visual inspection noted there were no abnormalities that would have caused or contributed to the reported condition. An analysis of the data saved to the system showed issues during the first firing and retraction of the reported procedure. After forwarding to engineering, the returned hardware showed disengagement between the tip of the adapter and reload knife bars which would result in the inability to retract the knife blade and unable to unclamp the reload. Engineering performed an analysis of the system data which confirmed that during clinical use the system was unable to complete retraction of the reload with adapter. There was no indication in the system data as to what caused disengagement between the tip of the adapter and reload knife bars. With the reload still attached to the adapter, the user removed and reattached the adapter and reload to the handle to go into emergency retraction. The user was unable to successfully complete retraction of the reload knife blade. The user removed the partially retracted reload from the adapter. The user was able to successfully complete 5 firings on handle using new reloads. Hence investigation of the returned hardware revealed no damaged to the knife blade of the reload and tip of the adapter that was a result of the powered handle. The condition of the handle having difficultly retracting the knife blade and unable to unclamp the reload was confirmed in the system data. The cause of this reported condition was not related to the power handle. It was reported that the instrument locked on tissue, difficult to retract knife blade and the instrument made a strange noise. The reported issue were confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product/s: sigadaptxl sig power sigadaptxl linear xl adapter serial #:(B)(4) sigadaptxl sig power sigadaptxl linear xl adapter serial #:(B)(4) sigtrsb60amt sigtrsb60amt 60mm med thk reinforced rel lot #:unknown sigpshell sig power sigpshell control shell lot #:unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic vertical sleeve gastrectomy, during the first firing for sleeve creation, the doctor was unable to get the stapler in the right position as the patient was tight due to tummy tuck and tight falciform ligament. The surgeon used the reload to create some space, leveraging the stapler. At the time, the connecting joint of the reload and adapter was outside of the trocar. While the surgeon was creating the space with the reload, there was a slight snapping noise. The whole stapler was checked. The stapler screen was all green swim lane and was deemed normal. The first 60mm purple reload was then fired. The knife advanced all the way but then would not retract. Troubleshooting was performed and it was noticed that the connection joint at the reload and adapter had become loose. The manual retraction tool was tried but did not work. A new adapter was tried on but still would not work. This time, the adapter was stuck but was needed to be taken off the seal of the port as the competitor's trocar was removed to create more room to try and remove the reload. The surgeon broke the adapter off. The surgeon tried to use a right angle to physically drag the I-beam backward, but the device would not budge. The sales representative had consulted with the member service representative and the device hotline, but the issue could be resolved. The surgeon decided to cut the reload out of the stomach with mini shears. The stomach started bleeding, then the surgeon used a sealing device to seal the major vessels that were squirting blood. The surgeon then sutured the stomach to close it just enough to re-staple. A new set of handle, power shell, adapter, and reload were used to finish the sleeve. The sleeve was completed by starting the staple line just distal to the cut line created by removing the reload with mini shears. The procedure was extended for almost two hours due to the issue. The incision extended by not more than 1 inch (2.54cm).